Event description:
The customer reported that the system displayed an x-ray disabled error message. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the x-ray controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.